Event description:
It was reported that this event occurred in the ICU department. "To place the guide this was wrapped and it was not possible to pass" - when the swg was inserted, it bent, making it impossible to insert. As a result, the device was removed and replaced successfully. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).